Event description:
The knee locked as the patient was stepping on defective flooring in the bathroom of her apartment. The failure was noticed suddenly. The patient suffered a fractured ankle as a result of the fall. Patient now has permanent pins in her ankle.

Manufacturer narrative:
User fell likely due to broken floor board at home leading to loss of balance resulting in bone breakage. Product was not returned so unable to confirm any failure or root cause. Trans femoral amputees are known to be prone to falling irrespective of product failure and more as a result of their inherent condition. User sustained serious injury that necessesitated medical intervention though unable to confirm whether product condition could have influenced event since it was not returned. Risk is considered to be wihtin limits and no further action is warranted at this time.

Event description:
The knee locked as the patient was stepping on defective flooring in the bathroom of her apartment. The failure was noticed suddenly. The patient suffered a fractured ankle as a result of the fall. Patient now has permanent pins in her ankle.